Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported: (B)(6) 2006 - patient underwent surgery for repair of a ventral hernia. A ventralex hernia patch mesh, was implanted to repair the hernia defect. (B)(6) 2008 - patient underwent surgery to remove a piece of the bard ventralex hernia patch. At this time, a new bard composix kugel mesh patch was implanted. Patient has suffered and will continue to suffer physical pain and mental anguish.